Event description:
Surgeon removed pt's left subclavian central line due to line sepsis. Upon removal, catheter broke at cuff. With pt in tredelenberg position and pressure over site, surgeon made a new 3/4 cm incision over cuff. Surgeon found and excised cuff with remainder of catheter. New incision was sutured and exit site was re-approximated with steri-strips. Catheter tip was sent for culture.